Event description:
It was reported that during an ultrasound guided renal biopsy through normal density tissue, the firing button of the device allegedly had a bit stuck but still was able to be pressed. It was further reported that the device allegedly failed to obtain sample. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 03/2026). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows a four maxcore devices. The maxcore devices were received with protective tubing. One of the maxcore device was in half prime position with a yellow guard attached to the needle. Three of them were received in initial position. Based on the photo review, the reported failure to fire and failure to obtain sample issues cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to fire and reported failure to obtain sample issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided renal biopsy through normal density tissue, the firing button of the device allegedly had a bit stuck but still was able to be pressed. It was further reported that the device allegedly failed to obtain sample. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.